Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mild calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilatation. However, during second inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.